Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that an occlusion alarm occurred and that a cartridge alarm occurred. The customer¿s blood glucose (bg) was "over 500". Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.